Event description:
The customer's mother reported via phone call that the customer had recurring signal too low alarms, unexpected restart alarms and displayable history check failed on startup alarms on the insulin pump. The mother stated the alarm occurred five times each. The customer's blood glucose was 11.2 mmol/l. The mother stated they did not store the insulin pump without a battery for a long period of time. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.